Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error, frozen display and insulin pump had pump error alarm also. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer was assisted with troubleshooting and were advised to discontinue use of insulin pump and revert back to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing.